Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Potentially reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: the device returned to manufacturer date was 06/23/2016 not 06/24/2016 as previously reported.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: there was evidence of moisture behind display lens. The keypad cover was intact. All buttons were responsive during investigation. Investigators removed cover and no contamination was found under contacts. Investigators were unable to duplicate complaint of under responsive up/down/ok buttons. Leak test failed due to case crack leak. A crack was found between case seal and keypad cover. Opened pump; evidence of moisture internally/on keypad flex/connector. Abb cover damaged/punctured; abb responsive during investigation. Battery compartment crack at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.